Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleged that while riding unit down a ramp the unit allegedly came to an abrupt stop throwing her from the unit. The unit then allegedly trapped her foot in, hitting her foot over and over.

Manufacturer narrative:
The provider had already replaced the motors and adjusted parameters for the customer. A field service technician evaluated the device. The unit is working properly.

Event description:
Consumer alleged that while riding unit down a ramp the unit allegedly came to an abrupt stop throwing her from the unit. The unit then allegedly trapped her foot in, hitting her foot over and over.